Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported unit failed est for a pressure release valve test (prv). The unit was making weird ticking noise, then the unit went vent inoperative. The customer reported that there was no patient involvement.

Manufacturer narrative:
Per the biomed engineer, "parts were received and unit was put back in service". No parts were returned for investigation of root cause.